Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty getting the atrial lead to screw into the atrium. The lead was removed and it was noted that the helix would jump out suddenly as opposed to deploying methodically. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.